Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney previously reported allegations of cancer. No other clinical information or medical interventions were reported. The device was returned to a third-party service center. The technician confirmed the device is working fine. The test cannot replicate the customer's complaint. Box h has been updated.

Manufacturer narrative:
The manufacturer reported incorrect information in the previous report. The following correction has been updated in this report: in box a: patient identifier was incorrectly captured in previous report, and it was corrected in this report. In box e: initial reporter details were missed to captured in previous report and it was updated in this report. In box h: patient outcome code grid has been corrected in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient's attorney reporting allegations of cancer. No other clinical information or medical interventions were reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.